Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he went over a speed bump in his community and alleges because the wheels lost traction the chair allegedly fell backwards and hit his head on the pavement.

Manufacturer narrative:
Per tech: on (B)(6) 2024 rear support wheels adjusted fully and client tried on terrain and chair is stable and working properly.

Event description:
Consumer alleges he went over a speed bump in his community and alleges because the wheels lost traction the chair allegedly fell backwards and hit his head on the pavement.